Event description:
It was reported that during a surgical procedure on the knee that the blade broke. It was also reported that the broken piece was removed and there were no adverse consequences as a result of this event. It was further reported that there was no delay and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi factorial.